Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of transmission revealed the right ventricular lead exhibited noise. The patient was brought into clinic for further evaluation. The noise was not reproducible with isometrics and pocket manipulation. The lead was capped and replaced. The patient was feeling fine post procedure.

Manufacturer narrative:
(B)(4).